Event description:
It was reported that during a shoulder procedure using a speedscrew 5.5 implant with inserter handle, the surgeon was unable to properly thread the suture through the implant. This happened with two additional like implants before the surgeon decided to complete the procedure using a competitive device. There were no significant delays or patient complications reported as a result of this event.